Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. There was also noise observed on the ra lead on recent stored episodes. Boston scientific technical services (ts) indicated that the noise was the minute ventilation (mv) sensor signal being oversensed by the ra lead. Ts also indicated that they cannot tell if the ra lead is capturing but that it may not be. In addition, there was an extra signal observed on the ra channel of the presenting electrogram (egm) at approximately the t-wave timing. It was noted that the right atrial automatic threshold (raat) is off and the patient receives ra pacing therapy fifty-seven percent (57%) of the time. Ts suggested that the healthcare provider (hcp) bring the patient into the clinic to assess the ra lead, program the rate response trend (rrt) sensor off, test ra capture thresholds and possibly perform an x-ray to verify if the lead is fractured. Ts noted that the ra lead is not affected by a current product advisory. The lead remains in-service. No patient symptoms or adverse patient effects were reported.